Manufacturer narrative:
Record review revealed no additional information related to the complaint, therefore the probable cause selected is no problem detected. Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(6), description: linear 3-4 lead 50 cm h3 other text : devices were discarded by facility.

Event description:
A report was received that the patient had two car accidents and during the patient examination it was discovered that the patient had high impedances on multiple electrodes. A revision procedure was performed in which the electrodes were replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient had two car accidents and during the patient examination it was discovered that the patient had high impedances on multiple electrodes. A revision procedure was performed in which the electrodes were replaced.